Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s implantable cardiac monitor (icm) showed false episodes due to over-sensing of noise and under-sensing. The icm was programmed to be more sensitive. The patient was in stable condition.